Event description:
A healthcare professional reported that an ophthalmic entry system's blade was found to be blunt before surgery. The surgery was completed on same day with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).